Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. Device was intensively tested and it was working within specifications: error could not be confirmed. Technical safety inspection checks passed positively, calibration was performed and unit was returned to service. No error code has been reported, therefore it cannot be excluded that the alarm display led was flashing and emitting alarm sound. As per gas blender instructions for use, the occurrence of this alarm can be related to: input pressure too low, causing a discrepancy in the target and actual values; leaky tubing or connection. A device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar event has been reported, neither concerning trend has been identified. Taking into account that no error code has been reported, that the issue was not reproduced and the device was found fully functional, it cannot be ruled out that the root cause of the reported event may be traced back to the set gas value combination outside the limits of operation of the gas blender or a defective tubing connection that leaked gas.

Event description:
See initial report.

Event description:
Livanova received report that a s5 gas blender system gave a constant alarm which cannot be clear. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.